Event description:
The manufacturer received information alleging of a replacement CPAP device burned the customer nose, throat and lungs. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.